Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks, upper and lower abdomen on (B)(6) 2023, using the elite curve 120, curve 150, curve 240 and surface 150 applicators and developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received additional information that the patient was treated to the mid abdomen using the curve 150 and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Additional information: a4, b5 (area of concern).